Manufacturer narrative:
The complainant indicated that the device will not be returned for eval: therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Clinical trial. Same case as MFR# 2134265-2008-00719. It was reported that during a carotid artery stenting procedure, the pt became hypotensive. The pt also experienced anemia post index procedure. The index procedure treated one de novo target lesion. The target lesion was located in the ostium of the left internal carotid artery (lica) with 90% stenosis, 9 mm in length with reference vessel diameter of 8mm. The target lesion was treated with placement of a filterwire ez and a 4-9 x 30mm nexstent stent. Following post-dilatation there was 10% residual stenosis. During the index procedure, the pt became hypotensive and was treated with medication. The pt also experienced finger numbness that lasted 10 minutes. The events resolved without residual effects. One day post index procedure, the pt became anemic. She was treated with 2 units of prbcs. The outcome of the event was resolved without residual effects. The pt was discharged on 3 days later on aspirin and plavix. In the opinion of the physician, there is a possible relationship between the hypotension/anemia and the filterwire ez system. There is also a possible relationship between these events and the nexstent. There is a probable relationship between these events and the index procedure.